Event description:
It was reported that syringe solomed 3ml ll 22x1-1/4 w/sh sla was damaged. The plunger came loose and was difficult to move. There were reports of leakage as well. The following information was provided by the initial reporter: syringe that comes with the diprospan medication. The part that fits the plunger comes loose. We have had problems to date with 3 products from the same batch. Premature plunger activation issue, unknown batch. Broken syringe: patient reports that, when using, found that the syringe is cracked which did not allow use, he had to use the other syringe from the other box he bought. Barrel cracked issue. Syringe out of specified: employee reports that the customer returned the product because, at the time of application, when it was aspirating the liquid, the liquid leaked all over and it was then that he saw that in the syringe there was a crack in the place where he places the needle. Luer cracked, and leakage at luer connection issues. Syringe leakage: pharmacist got in touch to inform that she sold the medicine and at the moment of application, she noticed that the liquid leaked all over the syringe. Leakage past stopper issue. Syringe out of specification: clerk contacted to inform that he sold the product to the consumer and when he applied the product, the syringe plunger stopped, "stuck", neither forward nor back, so he was unable to apply the product and had to make the exchange for the consumer. Plunger movement difficult issue. Syringe out of specified: purchasing sector informs that, when applying the product to the patient, the product leaked between the needle and the syringe. Leakage at luer connection issue. Syringe leakage: consumer got in touch to inform that he bought the diprospan product and, when the person went to apply the product, the person pressed the plunger and the liquid leaked through the side of the syringe. Leakage past stopper issue. Syringe leakage: patient got in contact reporting that he has 1 unit of diprospan in which at the time of application the product leaks through the plunger. The syringe is leaking. Leakage past stopper issue. ___ - customer confirms that in the incidents where there are more than 1 batch reported, it is not possible to be sure which batch has been affected, all of them are the possible batches involved, specified in entry description. - for premature plunger activation issue, a picture has been provided for evaluation. - incident reporting "syringe leakage: pharmacist got in touch to inform that she sold the medicine and at the moment of application, she noticed that the liquid leaked all over the syringe. Leakage past stopper issue. It's not possible to be sure if the leakage was through stopper, or through syringe's body. - incident reporting "syringe leakage: consumer got in touch to inform that he bought the diprospan product and, when the person went to apply the product, the person pressed the plunger and the liquid leaked through the side of the syringe. Leakage past stopper issue, customer reports that the liquid has leaked through the syringe's side, as it was with a hole.

Manufacturer narrative:
H.6. Investigation: photo of reported incident was received to analysis and it was possible to observe the plunger activated. It was performed the DHR, quality notifications and maintenance records where no records potentially related to failure was found. For the reported incident, a possible cause is entanglement in the syringe assembly process that could lead to a weakening of the safety plunger. Another possible cause is a weakening of the plunger in the molding process, generating a breaking force below the intended. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 9190284. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-07-22. Medical device lot #: 9164833. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-06-26. Medical device lot #: 9226942. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-08-27. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe solomed 3ml ll 22x1-1/4 w/sh sla was damaged. The plunger came loose and was difficult to move. There were reports of leakage as well. The following information was provided by the initial reporter: syringe that comes with the diprospan medication. The part that fits the plunger comes loose. We have had problems to date with 3 products from the same batch. Premature plunger activation issue, unknown batch. Broken syringe: patient reports that, when using, found that the syringe is cracked which did not allow use, he had to use the other syringe from the other box he bought. Barrel cracked issue. Syringe out of specified: employee reports that the customer returned the product because, at the time of application, when it was aspirating the liquid, the liquid leaked all over and it was then that he saw that in the syringe there was a crack in the place where he places the needle. Luer cracked, and leakage at luer connection issues. Syringe leakage: pharmacist got in touch to inform that she sold the medicine and at the moment of application, she noticed that the liquid leaked all over the syringe. Leakage past stopper issue. Syringe out of specification: clerk contacted to inform that he sold the product to the consumer and when he applied the product, the syringe plunger stopped, "stuck", neither forward nor back, so he was unable to apply the product and had to make the exchange for the consumer. Plunger movement difficult issue. Syringe out of specified: purchasing sector informs that, when applying the product to the patient, the product leaked between the needle and the syringe. Leakage at luer connection issue. Syringe leakage: consumer got in touch to inform that he bought the diprospan product and, when the person went to apply the product, the person pressed the plunger and the liquid leaked through the side of the syringe. Leakage past stopper issue. Syringe leakage: patient got in contact reporting that he has 1 unit of diprospan in which at the time of application the product leaks through the plunger. The syringe is leaking. Leakage past stopper issue. Customer confirms that in the incidents where there are more than 1 batch reported, it is not possible to be sure which batch has been affected, all of them are the possible batches involved, specified in entry description. For premature plunger activation issue, a picture has been provided for evaluation. Incident reporting "syringe leakage: pharmacist got in touch to inform that she sold the medicine and at the moment of application, she noticed that the liquid leaked all over the syringe. Leakage past stopper issue. It's not possible to be sure if the leakage was through stopper, or through syringe's body. Incident reporting "syringe leakage: consumer got in touch to inform that he bought the diprospan product and, when the person went to apply the product, the person pressed the plunger and the liquid leaked through the side of the syringe. Leakage past stopper issue, customer reports that the liquid has leaked through the syringe's side, as it was with a hole.